Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable human chorionic gonadotropin, stat (hcg) results on their e411 analyzer. The customer stated that every day since (B)(6) 2014, they had randomly been getting a few carry over alarms on hcg patient results. The customer provided data for one patient with discrepant results. The patient's initial hcg result was 0.912 miu/ml accompanied by an alarm. Due to a power failure, the customer's printer was not functional and the result was sent via the customer's laboratory information system to the doctor as <5 miu/ml. When the printer finally printed the result an alarm was noticed and the sample was repeated. The sample was manually programmed on the analyzer and the repeat result was 10.93 miu/ml accompanied by a data flag. The customer believed this result and it was reported outside the laboratory. The patient was notified of the positive result. Upon the request of the laboratory manager, the sample was repeated twice more. The third repeat result was 1.07 miu/ml accompanied by a data flag. The fourth repeat result was 1.23 miu/ml accompanied by a data flag. A final amended report was issued with a result of <5 miuml. The hcg result of 10.93 miu/ml resulted in a delay in the patient taking a medication prescribed by the doctor to initiate her menstruation cycle. The patient was not adverse affected by this event. The hcg reagent lot number was 173269. The expiration date was requested but not provided. The field service representative went on site. He checked the sipper and s/r probe adjustments which were ok. He checked that all the probes were washed properly at the wash stations and they were ok. He ran performance testing.